Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that while undergoing a laparoscopic supra cervical hysterectomy using a harmonic scalpel, the plastic tip dislodged from the scalpel in the abdominal cavity. This was immediately recognized and retrieved. A second harmonic scalpel from a different lot was opened and again the same piece broke off and was retrieved. A third harmonic scalpel was used to complete the procedure without incident.¿ there were no additional adverse patient consequences reported.